Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm during priming. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to fill the tube manually and they changed out the complete set. Motor error has occurred several times in the past 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.